Event description:
Original surgery date was 2006, l4/s1. Surgeon reported a 6.35mm rod, on patients left side, migrated out of the l4 connector and has migrated down towards the l5 and s1 connectors. The 6.35mm rod on the patients right side may be slipping as well. It is unknown when the rod migrated out of the connector. X-rays were obtained from the case. X-rays taken eleven days later, show the rods in correct position. X-rays taken one month prior, reveal the left rod in patient is not in the correct position. It appears the rod on patient right side has migrated slightly. The devices reside in the patient. The surgeon stated that the patient is successfully fused at these levels.

Manufacturer narrative:
The surgeon reported that successful fusion occurred at the levels l4 to s1. It is unknown when the rod migration occurred and was identified approximately 11 month post-op. The st360 instructions for use (07.00514.001 rev. G) states in the complications and possible adverse effects section, "loosening, disassembly, bending or breakage of components."